Event description:
During interstitial hyperthermia therapy, one catheter overheated. This caused one catheter to fuse into the skin and caused a third degree burn on the skin at the point of entry. The catheter and the antenna broke off at the neck surface. The patient was admitted to the hospital for a surgical consult. The retained protion was removed in the special procedures department in radiology.